Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the lot history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that the evening post an uneventful left internal carotid artery stenting procedure, the pt experienced a stroke. The patient was admitted to the hosp five days prior to the stenting procedure for bilateral leg weakness, wobbling, tremors and pre-syncopal episodes and treatment of the left internal carotid artery occlusion. Post procedure, the pt's blood pressure decreased and he was given a fluid challenge and his high blood pressure medications were held. Later that evening, he experienced confusion, slurred speech and left sided weakness. He was started on lovenox. The symptoms improved and the pt was discharged to a rehabilitation facility seven days post procedure. The physician felt the stroke was caused by the pt's episode of hypotension. When his blood pressure falls, there just is not enough flow from the vertebral and collateral arteries to adequately supply that side of the brain. Four days post discharge, the pt was re-admitted to the hosp. He experienced hypotension and was in appropriate and unresponsive. Although requested, there is no additional info available. Study event.